Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient consulted on (B)(6) 2026, reporting a fall after tripping over both canes. The patient was referred for a bilateral femoral osteotomy. The patient also mentioned that a few days prior (B)(6) 2026) they had fallen on a step, causing pain, and an x-ray of the right femur revealed osteotomy fractures. There was no reported patient or user harm. There was no significant delay. (B)(4) was created to capture the device - retrogr fem nail adv - rfn-adv ø10 l 360 from (B)(4) as the event was a bilateral femur case. (B)(4) is related to (B)(4).